Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1. Initial reporter was shortened due to character limitations. The complete name is: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm and a no helium alarm. The customer went to switch over the console. It was reported when the console was inserted, it gave the same no helium alarm. Customer was walked through the steps of tank installation and determined it was inserted incorrectly. The customer was able to switch over the console with assistance to get it running. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.

Manufacturer narrative:
No repair information has been provided, the complaint will be closed and in the event information was to become available, the file will be reopened and updated.